Event description:
Clinic reports that a venous line became disconnected from the arterial lumen of a pt's catheter 40 minutes into treatment. Catheter was implanted in 2000. Estimated blood loss 150cc. No further adverse effects were noted. Pt discharged from unit in stable condition. Will check sap system for correct lot number-reported number on form is 9nr10106-this is not valid. Sap indicates that correct lot number is 9nr101. No sample is available.